Event description:
Hamilton medical ag received the following event description: "the g5 has shown technical fault (tf) 5507 while ventilating on a patient, the tf has come up multiple times after that. "

Manufacturer narrative:
Tf 5507 indicates that air or oxygen inlet valve cannot close properly. The device sounds high-priority alarm that cannot be silenced by the user, displays the technical fault number on the screen and records technical fault number in the event log. The biomedical technician replaced the sensor board, completed the full preventive maintenance and no issues occurred since then.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor board. In consequence (correction) the sensor board has been replaced. There was no patient or user harm.

Event description:
Hamilton medical ag received the following event description: "the g5 has shown technical fault (tf) 5507 while ventilating on a patient, the tf has come up multiple times after that. "

Event description:
Hamilton medical ag received the following event description: "the g5 has shown technical fault (tf) 5507 while ventilating on a patient, the tf has come up multiple times after that. "

Manufacturer narrative:
Hamilton medical ag requested information about patient outcome. We haven`t received any information yet. Investigation is ongoing.